Manufacturer narrative:
After further investigation this complaint is deemed no longer a reportable event. It was reported the device presented with the following: speaker malfunction - confirmed sound a speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
The customer reported a intermittent speaker malfunction, it is unknown of still sound was coming from the device. The device was not use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).